Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via manufacturer's representative for spinal cord stimulation. It was reported that the hcp attempted to implant a lead, but it kinked from running into scar tissue and removing and inserting multiple stylets to try to place lead. The surgical tech discarded the kinked lead and hcp opened a new lead and successfully implanted that one. Lead was never implanted. Issue was resolved. No further complications were reported/ anticipated.